Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the two infusion sets had a bent cannula that triggered a line-blocked alarm. Both sets had been inserted on the hip, but after these issues occurred, the patient moved to a different insertion site and experienced another cleo 90 infusion set that did not adhere. There were patient involvement and no patient injury.